Event description:
Caller states the unit did not provide an audit tone during post (power-on-self-test). This was discovered during preventive maintenance and there was no pt involved.

Manufacturer narrative:
The customer isolated the failure to the main pcb. The product is not longer manufacturer or serviced and replacement parts are no longer available. The customer will retire the unit. A review of the device history record was performed. There were no non-conformances during the build.